Manufacturer narrative:
A supplemental MDR is being submitted for additional information. The following sections of this report have been updated: a2, h10. This is one of two reports being submitted for this case. Please reference related manufacturer report no.: 2015691202317389. Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions, additional information added to h10. The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. The instructions for use/training manuals were reviewed for guidance/instruction involving the valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The malpositioned valve was unable to be confirmed due to the unavailability of imagery provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Per the instructions for use (IFU) and training manual, during thv deployment, physician should "check to ensure balloon lock is locked." In this case, the balloon lock was not locked, and the balloon catheter inadvertently moved forward toward the ventricle during valve deployment, leading to valve malposition as reported. Available information suggests that procedural factors (balloon catheter not locked during valve deployment) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
Investigation is ongoing. H3 other text: device remains implanted.

Event description:
As reported by an edwards lifesciences field representative, a patient was undergoing an urgent balloon aortic valvuloplasty (bav). The patient had severe aortic insufficiency post-bav, so a 23mm sapien 3 ultra valve was to be implanted in the aortic position via transfemoral approach. While positioning the commander delivery system and valve in the annulus, the physician did not lock the flex catheter. As they were deploying, the physician went to push the valve in slightly, and with the flex catheter unlocked, only the outer flex catheter moved over the balloon shaft. This caused the tip of the flex catheter to advance slightly over the shoulder of the balloon. The physician deployed the valve, and the valve was pushed toward the lvot. The valve was deployed too low, so a second 23mm sapien 3 ultra valve was then deployed 50:50 (aortic/ventricular) position to seal the annulus and anchor the valve. The second valve was deployed without issue and trace pvl was seen on tee. The patient was noted to be stable with no issues.